Manufacturer narrative:
Concomitant products: product ID 3776, lot# va0ben4025, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead model 3776 lot va0ben4025 found no anomaly. Normal impedances were observed when the lead was tested in a saline solution. Analysis of the green handle blue cap stylet found no significant anomaly. The stylet was bent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a trial implant lead impedance was over 10 ,000 ohms. The hcp connected and disconnected the lead six times, switched out the multi-lead trialing-cable, and moved the lead to a different spine location but the lead continued to show over 10,000 ohms. The lead was switched out and normal impedance was seen. It was noted that there was no patient injury and the patient was fine.